Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the screen of the device was cracked and had rainbow color, which was caused by the overlay screen contacting the display; the bezel shield assembly was replaced. The customer comments of the printer drawer not working and the tilt screen being loose were also confirmed; the printer roller was reseated, and the hinge plate screws were secured. It was also noted that the antenna cables were damaged at the upper left hinge, and they were replaced. The device was not able to interrogate non-wireless devices using a known good accessory; the link electronic module (lem) board was replaced and calibrated. The hard drive was reconfigured, and the software was reloaded and updated. The power supply and system fan were noisy, and they were replaced. The upper case was damaged, and it was replaced. The device passed final functional and system tests. No other anomalies were found.

Event description:
It was reported that the programmer screen was cracked and had rainbow colors, the printer tray was not working, the tilt screen was loose, and the analyzer had a connection issue which would not allow the programmer to read it. The programmer and analyzer were returned to service. There was no patient involvement.